Manufacturer narrative:
The device was returned for analysis. The device has a kink at the distal section approximately at 1.4 cm from the distal tip while in the neutral position. Rings were inspected and ring #2 seal was found compromised, broken adhesive was observed; there was dried body fluid on the edge of the electrode. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right and left curves were placed in the template shaded areas, the device passed the dimensional test. However, both curves have an irregular shape due to the kink at the distal section. Bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. Distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. The kevlar wrap was found retracted. Dried body fluid was found within the distal end. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was exposed in order to measure it and the kevlar wrap was found out of specification.

Event description:
Reportable based on device analysis completed on 20aug2019. It was reported the catheter was unable to be manipulated. During an ablation procedure for right atrial flutter, the blazer prime xp catheter was unable to manipulated. The procedure was completed with another catheter. Patient complications were not reported. However, device analysis found the ring #2 seal was compromised, broken adhesive was observed; there was dried body fluid on the edge of the electrode.